Manufacturer narrative:
Lead fracture was confirmed during device analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed abrasion marks along the lead. In particular in the distal area the insulation was found rubbed through. This damage can be considered the root cause of the oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cut approx. 24cm distal to the connector pin df-4 most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 55 months, oversensing on the ventricular channel due to a suspected lead breakage was reported. No adverse patient side effects have been reported. The lead was explanted.